Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via right femoral artery. There were two target lesions. The > 70% stenosis target lesion was located in the distal left main coronary artery (lmca) and the second target lesion was a long segment 80¿90% stenosis, de novo located in the mildly calcified ostio proximal left circumflex (lcx). After 3.5x7 fr non-bsc guide catheter was engaged via left main (lm) and a non-bsc guide wire crossed the lesions, serial pre-dilatations were performed with 1.5x6mm, 2x9mm and 2.5x8mm non compliant (nc) balloon catheters and a 2.5x10mm flextome cutting balloon was also used. Subsequently, a 2.5x24mm synergy¿ stent was deployed and post-dilated with a 2.5x8mm nc balloon catheter. A 20x3.50mm synergy¿ stent was advanced to overlap the 2.5x24mm synergy¿ stent, however, the device failed to cross the lesion despite several attempts were made. The physician then performed additional dilation with a 2x9mm balloon catheter followed by deployment of a 3x12mm synergy¿ stent and placed a 3.5x12mm promus element in an overlapping manner in proximal lmca to distal lmca. Both overlapping segments in lmca and lcx were post dilated with 3.5x8mm nc high pressure balloon catheter and the procedure was completed. Final angiography revealed good result with timi ¿ iii flow. No patient complications were reported and the patient status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 240mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).